Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in two portions. Visual inspection of the lead found three full breach insulation degradations exposing the outer coil, were noted near the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.